Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device, the customer's complaint was confirmed. The sensor board was replaced to address the issue.